Event description:
This lead was capped on (B)(6) 2018 due to no capture.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019 during an ra lead revision. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.